Event description:
It was reported that the paramedics were called due to low blood glucose readings. It was noted that the customer's blood glucose readings were 39 mg/dl. Customer was not transported. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.